Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (prime issue) issue. The patient reportedly changed out the cartridge and the infusion set and the cartridge emptied twice in a row during the prime step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/13/2014 with the following findings: a review of the black box revealed call service (cs) 163, ¿no cartridge detected¿ warnings. The battery cap and cartridge cap was not returned. A test battery cap and cartridge cap were used to complete the investigation. During evaluation, the ¿ez-prime¿ steps were successfully performed on the pump with no issues. There were no ¿cs163¿ warnings or any errors, alarms or warning that occurred during the investigation. The product performed within specification and the reported ¿prime issue¿ was unable to be duplicated during investigation. Unrelated to the complaint, the pump¿s cover was removed; unrelated to the complaint, an intermittent condition was found to the force sensor circuit due to a broken solder joint around the pin. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.